Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer states that the drive support cap was protruded. The customer's blood glucose level was 174 mg/dl at the time of the incident. The customer sent the product back for analysis.